Event description:
As reported by the user facility on the medwatch form: the physician was using a 25 gauge spinal needle on a pt having hip surgery. The needle broke off in pt and x-rays were taken. The retained piece was removed two days later by a radiologist.